Event description:
Related manufacturer report number: 2017865-2023-52199. During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead and the device. The rv lead was capped and replaced. The device was explanted and replaced. The patient was stable and there were no adverse consequences.